Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor needle was broken. It was reported that they inserted the sensor, but the insulin pump and the transmitter didn't recognize it so removed it and then needle was fractured. It was reported that the sensor was stuck. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.